Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a laparoscopic rectopexy procedure, the handling broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # = l55h9f. The analysis results confirmed that the ems device was received in good visual condition. After further inspection, it was noted that the precock was damaged. No functional test was performed due the condition on the precock. The device was disassembled to verify the integrity of the internal components; the returned spring post was found damaged, not allowing the precock mechanism to work properly. While no conclusion could be reached on what caused the driver link to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.